Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported the patient's ipg became inoperable after the patient did not charge for an extended amount of time. As a result, the patient may undergo surgical intervention to address the issue.